Manufacturer narrative:
The technician found that all brake casters are worn. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes would set but not hold. The bed is located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).